Manufacturer narrative:
510k: this report is for an unknown titanium microplates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: vince, gh. Et al (2019), comparison between autologous bone grafts and acrylic (pmma) implants ¿ a retrospective analysis of 286 cranioplasty procedures, journal of clinical neuroscience, vol. 61, pages 205-209 (germany). The aim of this retrospective analysis study is to evaluate acrylic versus autologous cranioplasty with regard to specific complication rates. Between january 2003 and june 2013, a total of 286 patients (190 male and 96 female) with a mean age of 55.5 years (±18.0) for male and 54 years (±19.5) for female underwent cranioplasty procedures following uni- or bilateral supratentorial decompressive craniectomy. Cranioplasty was performed using autologous bone graft (group 1) consisted of 221 patients or free-hand modelled acrylic (poly-methyl-methacrylate, pmma) grafts (group 2) consisted of 65 patients. Following reopening of the old exposure, the bone edges were cleared from fibrous scar tissue before the autologous flap and following drying and hardening the acrylic flap was extensively perforated using a drill, inserted and fastened with a titanium microplates (matrixneuro, depuy synthes cmf, USA). The mean follow-up was 15.2 (1-105) months for patients in group 1 and 22.2 (1.5-65) months for patients in group 2. The following complications were reported as follows under group 1: 74 patients requiring revision due to infection and to treat disturbed wound healing. These patients with infectious complications revealed airless frontal sinuses or mucosal thickening on the trephined side, as radiologic signs of an inflammatory affection. 10 patients had haematoma required second surgery, either due to neurological deterioration or a clearly visible mass effect on routine postoperative cts. 9 patients had necrosis. 24 patients had loosening of the implant or dislocation. The following complications were reported as follows under group 2: 26 patients requiring revision due to infection and to treat disturbed wound healing. These patients with infectious complications revealed airless frontal sinuses or mucosal thickening on the trephined side, as radiologic signs of an inflammatory affection. 8 patients had haematoma required second surgery, either due to neurological deterioration or a clearly visible mass effect on routine postoperative cts. 4 patients had loosening of the implant or dislocation. This report is for twenty eight patients who experienced loosening or dislocation of implants requiring intervention. This report is for an unknown synthes titanium micro plates. This is report 3 of 4 for (B)(4).